Event description:
Per the clinic, the explant on (B)(6) 2023, was performed under general anesthesia.

Event description:
Per the clinic, the patient experienced pain (not device-related) leading up to device non-use and discomfort. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.